Event description:
It was initially reported that the physician's handheld was repeatedly freezing. It was unknown by the office which screen the freezes were occurring on. The company representative went to the site to troubleshoot the issue and was unable to replicate the screen freeze. The office has multiple programming systems so there were no patients that were affected. The office requested a new handheld. The handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.